Manufacturer narrative:
Age or dob, sex, weight, ethnicity: unknown/ not provided. Device evaluation: the patient interface was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the patient interface that was being used for the operative eye. The customer does not know if this was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully. This report is 2 of 2.